Event description:
It was reported that this right atrial (ra) lead due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to tissue getting stuck on helix. Another lead was set in place and was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that this right atrial (ra) lead due to tissue on the helix. Another lead was set in place and was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable, the device was unable to be implanted due to tissue on the helix.